Event description:
Litigation alleges pain, squeaking, limited range of motion, fluid collection, metallosis and acetabular cup loosening.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/22/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported limping, joint pain, stiffness, discomfort and tinnitis. Medical records reviewed reported aseptic loosening of the acetabular cup that was very loose without osteointegration and easilty extracted, the cup was also noted to be vertical, a small defect in anterior wall of acetabulum and normal synovial tissue. There was no documentation of metallosis, fluid collection, or squeaking within the medical records or revision surgical report reviewed. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 10, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The devices associated with this report were not returned. A review of the device history records for the 2489260 lot code found one manufacturing deviation. It was confirmed that the deviation should have had no effect on the reported complaint. A complaint database search finds no other reported incidents against the remaining product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 7/24/2014- pfs and medical records received. After review of the medical records there is no new additional information that would affect the existing MDR decision.